Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was seen in clinic while experiencing presyncope. Reproducible noise was observed on the atrial lead in addition to a polarity switch caused by low impedance. No intervention was reported.